Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon eval. There was an internal short in the ECG a to ECG b cable when the cable was manipulated, which distorted the ss channel and caused the inability to baseline. The root cause of the short cannot be positively determined. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) contacted zoll customer support while attempting to fit a (b)96) male pt to report the inability to complete a baseline. The pt was issued a replacement electrode belt.